Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy rotator cuff repair while trying to pass the final suture through the cuff it was noticed that it continuously wasn¿t capturing the suture so the doctor asked to see the tip and she saw the needle tip had broken off. The tip couldn't be find. The procedure was completed with a backup device with patient injury reported. It is unknown if a delay was caused by the device malfunction.

Manufacturer narrative:
The reported truepass suture shuttle needle intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided: it was reported that during a shoulder arthroscopy rotator cuff repair while trying to pass the final suture through the cuff it was noticed that it continuously wasn¿t capturing the suture so the doctor asked to see the tip and she saw the needle tip had broken off. The tip couldn't be found. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force on the needle during use, inadequate visibility when using the device. Needle tip becoming lodged in bone. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.